Event description:
It was reported that pump was in use on pt for "some time" when they found the soft keys would not work. They took pump out of autopilot to try to resolve. However, cursor still would not move and they could not record. They powered it down and back up w/o success. On third power down/up, it began to function properly. They continued to pump until a routine weaning. Pump continued to pump properly during this time w/o audible alarms. There were no associated pt complications.